Event description:
It was reported by the rep that during a re-do of an ileo anal pouch the device was used to create the rectosigmoidostomy. After firing the instrument the surgeon noticed the right lateral side of the staple line didn't form. There was a large hole in the anastomosis. Also, the staples that did not form the "b" shape were noted and saved for observation. A handsewn anastomsis was done to complete the procedure. There were no pt consequences.